Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 43 mg/dl; cause was unknown. Honey was consumed to treat bg level. Although requested, the customer declined troubleshooting and declined to provide additional information.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 42-49 mg/dl were recorded by continuous glucose monitor (cgm) from 8:09:05 pm to 8:59:05 pm on 2/19/2020. Cgm alert 1 (cgm low alert) enunciated at 8:04:05 pm. On 2/19/2020, at 4:31:23 pm, user made a bolus request without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. On 2/19/2020, at 6:05:25 pm, user made a bolus request without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.